Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was stated that during the use of intra aortic balloon, customer called from the ICU. Customer stated the patient had a sensation plus 50 cc placed about 30 minutes prior.when they connected it to the pump, there was a fiber optic sensor failure. Attempted troubleshooting without success. There was no injury reported.

Event description:
N/a

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). Updated fields - b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6 (component code) no decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the esp from (B)(6), a cath lab nurse in the ICU. She reported a fiber optic sensor failure after connecting a sensation plus 50 cc balloon catheter to the pump, approximately 30 minutes post-insertion. Troubleshooting attempts were unsuccessful. (B)(6) confirmed the inner lumen was transduced and that the pump displayed waveforms and numerical readings. Product surveillance information was collected, and (B)(6) was instructed to retain the catheter for return and evaluation. No patient harm or injury was reported. Based on the description, the fiber optic sensor failure likely stemmed from a malfunction or defect in the catheter¿s fiber optic system. Since troubleshooting did not resolve the alarm and the inner lumen was functioning correctly, the failure appears isolated to the fiber optic component of the catheter. It is impossible to define the root cause of the failure since the product was not returned back for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.